Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the pain at the insertion site. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient contacted their doctor for experiencing pain from the insertion site after pod activation. For treatment, the patient was prescribed lidocaine. No further details were reported.